Event description:
Reportedly, infection relative to the subjected explanted device was reported. From the attached report, the patient was transported via ems (ambulance) to the hospital on the indicated event date.

Event description:
Infection relative to the subjected explanted device was reported. From the attached report, the patient was transported via ems (ambulance) to the hospital on the indicated event date.

Manufacturer narrative:
Please refer to the attached analysis report.